Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not secured on the mounting stand and needs a cpu cover. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID to the u-stand adapter plate and the cpu tray cover per customer's request.

Manufacturer narrative:
The customer replaced the u-stand adapter plate and the cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.